Event description:
The customer initially reported "report an error". It was clarified by the philips field service engineer (fse) that the issue reported was an equipment power failure. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "report an error". Additional details have been requested. Philips is considering this to be a self test failure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.